Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer had a blood glucose reading of 50. Additional glucose readings from that date reported were 264, 144 and 308. It was reported the customer was taken out of auto mode. The customer stated they were working to figure out why auto mode bolus suggestion was much higher at 7.5 than out of auto mode at the exact time which was 1.65. The customer was advised prolonged high sensor glucose exits from auto mode prompting more bg requests to get back into auto mode. The customer was advised to speak to doctor on how to operate pump for time they will be on medication. The insulin pump will not be returned for analysis.